Manufacturer narrative:
(B)(4). The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed that the "down" and "ok" keys respond intermittently. The keypad was intact and was removed to investigate. Evidence of keypad contamination was located under the "contrast","up","down" and "ok" contact buttons. The "ok" key contact button is inverted. "Contrast","up","down" and "ok" keys do not have exceptional tactile feel. The pump was returned with worn "ok" key symbol.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012, and stated the ok and down arrow keypad buttons required multiple presses to elicit a response. The patient denied damage to the keypad and noted the ok symbol was worn off. The patient reportedly wore the pump under a garment, against the body and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.